Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm chrom contamination. A siemens healthcare diagnostics inc. Technical service center representative directed the customer to perform maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three falsely elevated troponin I results were obtained on three patient samples in one day of testing. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained and reported. Patient treatments were not altered or prescribed on the basis of the elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.